Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc connected remotely and performed check 1 on sample probe 2 and reagent arms 3 and 4, all of which failed. Ccc primed the probes and cleaner for sample probe 2 and reagent arms 3 and 4. Ccc reran check 1 testing, which passed. Ccc performed auto-align on sample probe 2 and reagent arms 3 and 4, which failed for reagent arm 4 at the bottom of the cuvette. After the customer cleaned the probe tip and railing, ccc aligned reagent probe 4. Ccc reviewed quality control data, which indicated that on the day of event levels 1 and 2 were flagged with "abnormal assay". In addition, level 2 resulted out of range. Ccc investigated and determined that sample 2 mixer was compromised. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample 2 mixer and probe. The cse performed alignments, checks and service methods, all of which resulted within specifications. Quality controls were run, resulting within range. Cse performed precision testing on the calcium method, which resulted as expected. The cause of the discordant calcium results was related to a sample 2 mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant calcium results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower for patient (B)(6) and higher for patient (B)(6). The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.